Event description:
It was reported that the tip broke off and was left in situ. Procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the spacer has been completely detached from the shaft. There is loctite present inside the inner wall of the exposed shaft. There is a significant amount of scratch marks on the exposed shaft and the black shrink tube which are consistent with coming into contact with another metallic object. There are no manufacturing abnormalities visually observed with the returned device. Due to the detached spacer a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.